Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/24/2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2016. Reportedly, the patient entered finger stick values during rapid rates of change. The patient reported that the cgm displayed the minimum while the patient was extremely high. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).